Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the high 200-300s mg/dl range and a bolus via the pump was delivered to address the bg level. The customer did not know the cause of the high bg. Tandem technical support had the customer perform a pump system check. The time was found to be off by 1 minute and the date was off by a month. The customer thought the time/date issue was due to turning off the pump for a period of time. The customer changed out the infusion set site. No issues were observed. On (B)(6) 2017, the customer reported to have reverted to using insulin injections and the bg level remained high. Upon changing to insulin pens, the bg level decreased. The bg decreased when the insulin vial was changed and the customer thought that this may have been the cause of the high bg. The customer was to resume pump therapy "very soon".